Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2020-06151.  The FDA registration number initially chosen was incorrect.

Event description:
The customer reported that they were having alarm issues with bed3. The device was not in use on a patient.